Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced. The ra lead was capped but not replaced as the patient underwent a downgrade to a single chamber system. No patient complications have been reported as a result of this event.